Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/09/2003 and was last repaired on 12/19/2012 for a non-related issue. Evaluation of the device observed that the eccentric shaft pin was broken off of the eccentric shaft, wear to the 2", 3" and 4" width plates and hose assembly. Prior to repair, the device was outside calibration specifications at the zero thickness setting. Lack of preventative maintenance most likely caused the damage to the eccentric shaft pin over time, which most likely caused the customer's reported event. It should also be noted that lack of preventative maintenance likely caused the lack of calibration at the zero thickness setting, wear to the width plates and wear to the hose assembly. Per instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome stopped working and was making a loud noise. There was no pt harm or delay reported, and the procedure was completed with an alternate device.